Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error code e-193 (internal battery failure), e-290 and missing feet. There was no harm or injury reported. During the evaluation the internal battery was replaced. Also confirmed, (cosmetic) missing feet. The rubber feet were replaced. The inlet air path assembly and removable air path foam were replaced per remediation.   The customer does not want any repairs done to the unit. The previous internal battery was sent to the philips investigation lab and the device was returned to the technician for additional evaluation.